Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous middle left anterior descending artery. The nc quantum apex 8mm x 2.50mm balloon catheter was initially inflated to an unknown pressure. Then the balloon catheter was inflated a second time and ruptured at 12 atm. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(6). (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).